Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the patient did not fall down, but rather the patient's hip was further out from the door frame than they thought and they leaded back an hit hard. The patient then indicated that they were using thicker pads all the time now and could not drink anything much but water or milk. The patient reported that the leaking started about 2 weeks after landing against the door the patient also experienced pain. When seeing their healthcare provider (hcp) the patient's programming was changed. The patient lastly mentioned that they asked about an x-ray, but one was not ordered. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient implant had not been working properly since she had fallen and hit a door jam. The patient thought the implant was out of position. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va19u7x, implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports a return of symptoms. It was reported that the patient wanted help turning therapy back on. The patient had turned therapy off for the past year per hcp's recommendation to try utilizing just medication to control symptoms. The patient would like to try to use therapy in tandem with medication. The patient reported that during an appointment an x-ray showed that "there was a little bit of space where the wire was not where it should be." The patient wonders if that is why therapy hadn't been helping, but wants to try it again. Patient states no medical interventions have been made at this time. Patient services walked patient through turning on stimulation and adjusting program 2 to 0.95v. Patient services reviewed therapy expectations, titrating, and working with hcp's guidance. Patient will monitor now that changes have been made.

Manufacturer narrative:
Date of event is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the issues started about 2 weeks after surgery around (B)(6) 2016. Again they stated that they experience more leakage after hitting the device battery pack, and have gone from menstrual pads to always discreet. It was sometime later when they changed the programs however didn't help. The program was changed again a few months ago and they've been on 3 of the 4 programs. Furthermore, patient reported that they've had a few mornings when they could not get to the commode in time like on (B)(6) 2018 and poured into the floor even with a pad on. Patient's tried calling their hcp and am trying to go see them but they changed offices. No further complications were reported.